Event description:
It was reported that the patient contacted the hospital due to the sound of the lead integrity alert (lia). The lead was also reported to have displayed oversensing, high impedance, and decreasing and low impedance values. The device was re-programmed. The lead was subsequently replaced. The patient is enrolled in the advance iii study. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert triggered on (B)(6) 2010 20:40:41. A patient alert for out of tolerance subthreshold lead impedance triggered on (B)(6) 2010 20:40:41. One ventricular nonsustained tachycardia (nst) episode of 160 ms occurred on (B)(6) 2010 20:40:41. Ventricular short interval count v-sic=23.6 counts avg/day, in 34.80 days, occurred between (B)(6) 2010 14:19:39 and (B)(6) 2010 09:35:38.